Event description:
It was reported that a user experienced a pairing failure between a dexcom g7 sensor and the ilet, while the sensor remained paired to the user¿s phone application; the user was instructed to toggle sensor configuration (g7-g6-g7) and restart the ilet, and blood glucose was reported as unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact beyond temporary interruption of cgm connectivity to the ilet. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed that the ilet was unable to establish communication with the cgm while the cgm was active on the phone application, consistent with a communication or connectivity issue involving external device pairing. It was concluded, based on previously established findings for similar reports, that the cause was user setup or pairing configuration with another device leading to a failed connection to the ilet.

Manufacturer narrative:
It was reported that a user experienced a pairing failure between a dexcom g7 sensor and the ilet, while the sensor remained paired to the user¿s phone application; the user was instructed to toggle sensor configuration (g7-g6-g7) and restart the ilet, and blood glucose was reported as unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact beyond temporary interruption of cgm connectivity to the ilet. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed that the ilet was unable to establish communication with the cgm while the cgm was active on the phone application, consistent with a communication or connectivity issue involving external device pairing. It was concluded, based on previously established findings for similar reports, that the cause was user setup or pairing configuration with another device leading to a failed connection to the ilet.